Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, the fse was unable to determine the cause of the discordant testosterone result. The fse performed a total service call and replaced the wash manifold and wash guides. The customer will monitor the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaru xp testosterone result was obtained on the advia centaur instrument and reported to the clinician. The result was questioned by the physician because it did not match the clinical picture of the patient. The laboratory retested the sample and a corrected report was issued. There is no report of adverse health consequences or patient intervention due to the discordant testosterone result.